Manufacturer narrative:
The device was returned to olympus for inspection. The blurry image had resolved once the charge coupled device objective lens was dried. The b30 error resolved once the ultrasound plug unit and printed circuit board cable were replaced. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited noisy screen, communication error (b30) and blurry image. There was no patient involvement.